Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Received one picture from the customer of 2pcs introcan g24. Based on sample photo received, observed that the capillary was broken off. (No pictures of broken part is provided) since no samples provided, investigation will be carried out based on pictures provided. No samples was returned for investigation, only picture provided. The picture provided shows that the capillary was broken off. This defect will be automatically rejected by the vision system and will not be further processed. Capillary broken off is most likely not attributed by manufacturing process as we have inline detection for such defects. Reviewed the device history record and no abnormalities found during in process and final control inspection. Damages induced after assembly process is not possible since the capillary will be protected by protective cap. Since no defect samples provided, no further investigation can be carried out. This complaint will be concluded as not confirmed. H3 other text : only picture of poor quality provided

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in colombia): broken tube